Manufacturer narrative:
E1: patient city - (B)(6). Patient country - united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was admitted in hospital on (B)(6) 2025 due to low blood glucose levels. Patient experienced symptoms like unconscious and unresponsive. The blood glucose level was 27 mg/dl at the time of event and patient was treated with intravenous insulin. The patient stayed in the hospital for less than twenty four hours. No further information available.